Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that these complaints are from a literature review. The study revealed patients who underwent primary implantation of either genesis ii or legion primary were revised for multiple reasons including infection, instability, stiffness , extensor mechanism injury, aseptic loosening, patellar maltracking, locking mechanism dissociation, hematoma, recurrent hemarthrosis, pain, fracture, patellar clunk, unknown reasons. The master complaint number is (B)(6). (B)(6) are the sub masters with 20 individual complaints from greece. No specific individual clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Multiple failures were revealed in the study. Infection and pain were two that were listed and are potential complications associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue.

Event description:
A literature study revealed that 63 patients who underwent primary implantation of either genesis ii or legion primary were revised for multiple reasons including infection (23), instability (9), stiffness (5), extensor mechanism injury (5), aseptic loosening (3), patellar maltracking (7), locking mechanism dissociation (2), hematoma (1), recurrent hemarthrosis (1), pain (2), fracture (1), patellar clunk (1), unknown reasons (2).